Event description:
Newly opened medic anti stick needle/connector found to have black spots/debris in it. Did not impact a patient as it was caught before use. This is the second similar report in 24 hours regarding this device. 1st product identifier ref m85007, 2 occurrence lot number 41180011. Manufacturer to be notified.